Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the sterile pouch was open. A 3.00mm x 12mm apex balloon catheter was selected however during unpacking of the device, it was noted that sterile pouch was already open. The device was not used in the patient and the procedure was completed with another of the same device. No patient complications were reported.